Event description:
It was reported that while in the cardio cath lab, the md punctured the patient's left femoral artery and inserted a super arrow-flex (saf) sheath with dilator. The md then attached the blue one-way valve and vacuumed a balloon catheter twice inside of the tray to wrap the balloon tightly. The md grasped the catheter closely and removed it from the tray horizontally per instructions for use. During the intra-aortic balloon (iab) catheterization, the balloon stopped advancing and stuck in the saf sheath. The md tried to advance the balloon catheter, but he could not pass it through the saf sheath due to critical resistance. As a result, the md removed the saf sheath and iab together from the patient. The md opened the same kind of iab kit. The md used a new saf sheath and iab in the same insertion site (left femoral artery) and finished the catheterization. There was no excessive bleeding during the procedure. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a reported ten minute delay in therapy. The outcome of the patient is listed as "the patient does not have any complications and is fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.